Manufacturer narrative:
The affected device has not returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the product was delivered with a breach in the sterile barrier. This was discovered when opening the shipping box. The device was not used on a patient.

Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and a tear in the packaging was identified. The complaint was confirmed. After completion of the investigation, a root cause could not be identified. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.